Event description:
An optometrist reported a patient with superficial punctate keratitis (spk) and dryness in both eyes one week following lasik treatment. The patient reported a foreign body sensation in both eyes. The patient's topical steroid drops and artificial tears were increased in both eyes. In a follow up with the optometrist, she indicated the patient was seen on (B)(6) 2013 and the event had resolved. The patient discontinued topical steroid drops and was instructed to use artificial tears as needed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).